Event description:
It was reported that during the operation, the operator transected left superior pulmonary artery. After firing, noted that staples missed on proximal end of vessel and resulted in bleeding. Converted to open surgery and completed the operation successfully. The patient's health condition is stable.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the surgeon alleging there were missing staples or that staples missed their assigned anvil pockets leading to malformed staples? Were there any clips in place on or near the vessel being fired upon? What was the device used for the procedure? Were there any unusual noise during firing? Please describe the staple formation. What was the approximate blood loss? Were blood products administered? Will device and reload be released for analysis? Did the patient receive any preoperative chemo or radiation? Was the vein transected intrapericardially or with the pericardium intact? This is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows tissue with slight bleeding. The second photo shows a white reload and it can be seen fully fired. Based on the photos the event described of hemostasis intervention is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/9/2022 d4: batch #389a55. Additional information: it was reported that during the surgery, when severing left superior pulmonary vein vessel tissue , after fired, noted some staples malformed . Changed the new one to complete surgery. Procedure was a lobectomy. Additional information was requested and the following was received: is the surgeon alleging there were missing staples or that staples missed their assigned anvil pockets leading to malformed staples? Yes, the surgeon alleged there were missing staples. Were there any clips in place on or near the vessel being fired upon? No. What was the device used for the procedure? (B)(6). Were there any unusual noise during firing? Unk. Please describe the staple formation what was the approximate blood loss? 400ml. Were blood products administered? Yes. Will device and reload be released for analysis? Yes. Did the patient receive any preoperative chemo or radiation? Yes. Was the vein transected intrapericardially or with the pericardium intact? Unk.

Manufacturer narrative:
(B)(4). Date sent: 8/31/2022. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45w reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reload was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.